Event description:
On (B)(6) 2012, the patient claimed her blood glucose readings have been running the 300's mg/dl while she had symptoms of nausea and blurred vision and tested positive for ketones. During the time of concern, the patient was able to treat her hyperglycemic episode with the subject pump and lowered her blood glucose to 180 mg/dl. Reportedly, her blood glucose would go back up to the 300s mg/dl again. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage at the time of the event. The date and time was confirmed to be accurate. The pump delivered insulin accordingly and no inaccurate delivery issue was found. There was no product misused. The prime history revealed the patient was priming and filling cannula every 3 days. The pump was suspended only for several minutes each time the patient took a shower. The patient used the infusion set and cartridge per instruction for use. The insulin was within the expiration date. The animas representative concluded there was no pump malfunction associated with the alleged event. The patient was advised to consult with her doctor to assess her insulin regimen. This complaint is being reported because, the patient had symptoms that can be suggestive of hyperglycemia while on insulin pump therapy. It is not clear if diabetes management, use error, or intentional misuse attributed to the reported incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Manufacturer narrative:
Follow-up #1: date of submission 04/02/2015 device evaluation: the meter and pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged issue was not duplicated. The meter remote powered up and functioned normally. No errors related to the complaint were found in the meter down load. Review of the pump¿s black box data found that the available date range did not cover the complaint date due to continued customer use. The total daily delivery in the available date range correctly reflected the user¿s programmed basal rates. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. The pump delivery accuracy was within specifications. Audio and normal bolus exercises were delivered and recorded correctly.